Event description:
The customer reported to olympus, that during preparation for use, there was a grip leak. And an e315 scope error on the evis lucera elite colonovideoscope. No patient harm was reported. This report is being submitted for the reportable malfunction of error code e315. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer.

Manufacturer narrative:
The device was returned and evaluated. And the customers allegations were confirmed. There were liquid leaks; due to breakage of the grip part. And the e315 scope communication error occurred; due to corrosion of the scope connector. During inspection and testing, it was observed, that there was corrosion at the control part; due to leakage. Which is also a reportable malfunction. Additional findings include the following: the screen was not coming out; due to damage of the charged coupled device unit. The light guide lens is broken, the angulation in the up direction is out of standards; due to wear of the angle wire. The scope cover, the scope connector cover, the forceps channel port, and the universal cord were polluted. There was corrosion on the cable; due to leakage. And the distal end was worn. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the leakage occurred at the control section and water invaded the device during device handling by the user. As a result, abnormality occurred in the electrical component, and the error message occurred. Based on the results of the investigation for phenomenon two, it is likely that the leakage occurred at the control section and water invaded the device during device handling by the user. As a result, control section was corroded. However, angulation was not locked since angulation could be measured. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.